Event description:
The customer reported to olympus a patient may have a possible tuberculosis infection from the subject device. Multiple attempts to retrieve additional information have been unsuccessful. It is also reported the angling rubber is leaking. No additional information available.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few non-reportable defects noted during the evaluation are as follows: bending section cover (a-rubber) leak, damaged plastic distal end cover (c-cover), scratch on the connecting tube, and a perforated universal cord. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. No further information regarding the patient infection was provided from the customer. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.